Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that the 30-degree endoscope plus had a burr at the distal. The procedure was completed with no reported injury.